Event description:
Customer reports being unable to test her blood glucose for 2 days on the advantage system because of power issue. Customer reports on the day of the incident she attempted to test her blood glucose while having high blood symptoms, but was unable to obtain a result (states she would have treated herself with insulin she had known the result). She was taken to the hospital and admitted for high blood and congestive heart failure. Customer was released from the hospital 5 days later. Requested return of suspect device and replacement was sent.